Event description:
Report received indicated difficulty capturing the filter basket and filter getting caught in a stent resulting in a torn filter basket. Percutaneous transluminal angioplasty (pta) to the carotid artery was being performed. The vessel was heavily calcified and moderately tortuous. The angioguard was advanced and filter deployed. Afterward the precise stent was deployed successfully. After the stent was deployed, the capturing sheath was introduced to retrieve the filter. However, the filter could not be retrieved fully into the capturing sheath and event was confirmed by cine. Even though the filter was not fully captured by the sheath attempts to remove the filter continued, however, the filter got stuck at the stent struts at the mid portion of the precise stent. Consequently an 8f britetip guiding catheter was delivered to dock the filter just as the capture sheath would do and the filter basket was withdrawn safely without adverse consequence to the patient. After the angioguard was withdrawn and inspected it was noticed that a part of the filter was torn.

Manufacturer narrative:
This product has been returned for eval and testing, however, the failure analysis report is not yet completed. Additional info will be sent within 30 days upon receipt.